Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was cut / damaged consistent with procedural damage. Unable to test the helix mechanism due to damaged helix as received. The cause of the reported event was due to damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead helix was unable to retract. The lead was not used and replaced. The patient was in stable condition.